Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
4 of 7 reports (same facility, different patients). Other mfg report numbers: 3013886523-2025-00314, 3013886523-2025-00315, 3014334038-2025-00147, 3013886523-2025-00316, 3013886523-2025-00317, 3013886523-2025-00318. A facility reported had encountered icp monitoring issues in several ICU patients. The monitors displayed negative readings; however, the waveforms remained satisfactory throughout. The icps were not correlated to evd transducer readings requiring unnecessary scans and probe replacements.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink monitor was returned for evaluation: DHR - a rework was identified, after which the device passed all testing. No other anomalies were identified that occurred during the manufacture or packaging of the device. Failure analysis - the device (B)(6) arrived without accessories. The customer indication of error is not confirmed. The device is working properly and no fault was found. Root cause - the complaint was not confirmed in the complaint investigation. Root cause may be related to issues with the sensor being used.

Event description:
N/a.